Manufacturer narrative:
The system was examined. The company representative was unable to find anything associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 4, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that someone accidently pulled the power plug away from the wall during a phacoemulsification surgery. The surgeon was performing the final stages of the nucleus removal when all of a sudden the power went off on the system. When the system was rebooted, he went back into the eye and noticed a circular tear in the posterior capsule. The vitreous had came forward so he performed an anterior vitrectomy. A sulcus lens was implanted and the surgery was completed. The doctor saw the patient post operative the next day and the visual acuity was 6/7.5 uncorrected. Additional information has been requested but none has been received.